Event description:
The customer reported a displayed interlock failure error message. It is likely to result in a system lockup, no boot, or shut down situation depending on when the loss of communication. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.